Event description:
The customer observed an increase in reactive syphilis results generated on the architect i1000 instrument, which become negative when retested. No specific patient values were provided. No impact to patient management was reported.

Manufacturer narrative:
Service was dispatched to troubleshoot the issue. Service found evidence of dried buffer under the wash zone manifold; therefore, deemed the manifold, wz fep tips, without valves (rohs part number 7-204726-02 the cause and replaced the part, as the part appeared to be worn. The module function was verified with a control/precision run. The service history of the archictect i1000sr, serial (B)(6) no additional tickets regarding discrepant patient results. Trending review did not identify any trends. Additionally, labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no deficiency was identified.